Manufacturer narrative:
H4: the lot was manufactured between september 20, 2022 to september 21, 2022. H10: the device was received for evaluation. A visual inspection with the unaided eye was performed on the sample which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water to fill the sample and a leak was observed at the port 2 spike port bonding area. The reported condition was verified. The cause of the condition could not be determined however, the likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was identified during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.